Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 088) issue. It was reported that the pump emitted multiple cs 088 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/12/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/21/2015 with the following findings: a review of the pump history showed evidence of call service (cs-088-85b3) alarms. During testing, the pump rewind, load and prime sequence was performed successfully with no call service alarms occurring. The pump was exercised for 24 hours with no call service alarms. The pump case was removed, and there was evidence of moisture observed on the pcb and internal components of the pump. The call service complaint was shown in the pump history but was not duplicated during the investigation. Unrelated to the call service alarm complaint, investigation revealed that the display screen was discolored and the battery compartment was cracked.